Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: device code - unknown, date implanted - unknown, PMA/510(k) number ¿ unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date. A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.